Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 6/7f mynx control vascular closure device (vcd), the sealant came out with it preventing proper hemostasis. There was no reported patient injury. There was no device damage prior to opening the packaging. The device was used in a percutaneous coronary interventional procedure. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was certified in using the mynx device. The vcd was used with a 6f non-cordis sheath. Regarding the femoral puncture site: the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, and there was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The sealant was deployed completely above the access site, and there was no partial displacement out of the skin. The sealant was dislodged from the arteriotomy but did not seem to stick to the device. The device storage temperature did not exceed 25°c, and there was no information on the vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was also fully depressed. There was no resistance noted during use of the device. The device is being returned for evaluation. Addendum: product evaluation showed although button 2 was fully depressed, the balloon had not retracted.

Manufacturer narrative:
As reported, when removing a 6f/7f mynx control vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. There was no reported patient injury. There was no device damage prior to opening the packaging. The device was used in a percutaneous coronary interventional (pci) procedure. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was certified in using the mynx device. The vcd was used with a 6f non-cordis sheath. Regarding the femoral puncture site: the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, and there was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The sealant was deployed completely above the access site, and there was no partial displacement out of the skin. The sealant was dislodged from the arteriotomy but did not seem to stick to the device. The device storage temperature did not exceed 25°c, and there was no information on the vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was also fully depressed. There was no resistance noted during use of the device. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both fully depressed. The stopcock was found in the open position, and a syringe was returned detached from the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. Additionally, the catheter sheath introducer (csi) was not returned inserted in the device. The balloon was deflated, and the core wire was present in its manufactured position. During this visual analysis, an additional anomaly was observed: although button 2 was fully depressed, the balloon had not retracted. Per dimensional analysis, the crossing profile of the fully deflated balloon was measured and found to be within specification, measured using a calibrated micrometer laser. Additionally, due to the balloon - retraction jam observed, a functional simulation could not be executed because the device was received with buttons 1 and 2 already fully depressed, preventing further operational testing. An additional inspection of the internal handle components was performed, during which it was observed that the core wire was out of place, suggesting possible internal misalignment. Therefore, a product engineering team (pet) review was required. During this review, it was determined that a potentially manufacturing-related issue could be considered for the observed condition. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device. However, an additional condition of ¿balloon-retraction jam¿ was noted to the returned device since the balloon was not retracted with button 2 fully depressed. The exact root cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the sealant dislodging from the arteriotomy during device removal. However, if the balloon was not retracted before device removal, which was noted with the returned device and not reported by the customer, this could dislodge the sealant from the arteriotomy when removing the device from the patient. In regard to the balloon retraction jam condition, it is also difficult to determine what factors may have contributed to the event since there were no issues reported by the customer. However, per review of the product received, this condition appears to be related to the misalignment of the core wire related to the balloon retraction mechanism observed in the internal configuration. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the product analysis, the issue with the balloon retraction could be potentially related to the manufacturing process of the unit. Therefore, this event was captured under a risk assessment to address this issue and an awareness training was provided.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 6/7f mynx control vascular closure device (vcd), the sealant came out with it preventing proper hemostasis. There was no reported patient injury. There was no device damage prior to opening the packaging. The device was used in a percutaneous coronary interventional procedure. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was certified in using the mynx device. The vcd was used with a 6f non-cordis sheath. Regarding the femoral puncture site: the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, and there was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The sealant was deployed completely above the access site, and there was no partial displacement out of the skin. The sealant was dislodged from the arteriotomy but did not seem to stick to the device. The device storage temperature did not exceed 25°c, and there was no information on the vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was also fully depressed. There was no resistance noted during use of the device. The device is being returned for evaluation.